Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture of the femur involving a jts proximal tibia was reported. The event was confirmed by medical review. Methods and results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided CT scans by clinical consultant indicated: the implant in situ was for a jts proximal tibial replacement, which was inserted in 2015. Subsequently the femoral stem was revised on (B)(6) 2019. The surgeon reported that the tibial stem has reached to its maximum extension and the femoral stem had a periprosthetic fracture. The CT scans provided showed that the femoral bone has fractured at the tip of the stem and the femoral stem has come out of the bone on the posterior side. The tibial stem has been extended by 50 mm which has not reached to the maximum capacity of 70mm. However, the femoral stem will be revised anyway. Therefore, it is reasonable for the surgeon to revise the tibial stem at the same time as revising the femoral stem. This can confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2018 with no reported discrepancies. Complaint history review: there have been no other similar events. Conclusions: while the periprosthetic fracture could be confirmed based on CT review, the exact cause of the event could not be determined because further information such as the primary operative report, detailed patient history, follow up notes , as well as device return is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Patient specific prescription form was submitted for patient's left proximial tibia. Diagnosis is "tibial component revision". Note indicate "surgery in (B)(6) 2019" "the request is for new extension tibial component, save the tibial stem"". Update 18jul19 - confirmation that the device has reached maximum extension and there is a periprosthetic fracture in the femur.